Event description:
Additional information received indicated the previously reported event of post-paced t-wave oversensing was a result of fusion pacing.

Event description:
During a remote follow-up, post-paced t-wave oversensing was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.